Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she had a temp basal going and she cancelled. She went to bolus and the numbers kept scrolling and the buttons aren't responding. Customer's blood glucose was 270 mg/dl. The up arrow button seems to be stuck. Customer didn't recall any significant event that may have cause the keypad issue. However, did mention she keeps the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No unexpected display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.